Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed high pacing impedance, and r -wave amplitude variation exhibited by the right ventricular lead. No interventions were made, and the patient will continue to be monitored. There were no adverse consequences.